Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown pfna blade 100mm. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blade change was made without aiming arm. The blade blocked totally did not go forward or backward. A special proximal femoral nail anti-rotation (pfna) instruments and carbide drill bits was used; however, the blade could not be removed. The surgeon used drilling for the insertion of the pfna. The insertion of the femoral neck wire using the aiming device was unproblematic and insertion of the pfna femoral neck blade, which was then locked, followed by static locking of the pfna nail distally. Subsequent radiographic controls showed regular position of the implant with correct axial alignment of the fracture. It was also reported per operation report; longitudinal traction was applied to the left leg on the extension table. Anteroposterior (ap) and axial image converter views showed regular reduction of the fracture and correct axial alignment. Per a medical review by the medical director, it was confirmed that the lateral blade end was shorten with epen burr. There was a surgical delay of two hours reported. This report is for an unknown pfna blade 100mm. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.